Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller con308736 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual inspection and functional testing. Log file analysis confirmed multiple controller fault alarms on (B)(6) 2017, indicating a fault regarding the internal battery that powers the ¿no power¿ alarm. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by trigging a controller fault alarm. A review of the logs revealed that the controller fault was due to the internal battery exceeding 3.75v. However, the maximum voltage of the battery will not reach the 3.75v threshold, indicating that the fault is most likely related to the monitoring portion of the circuit. Further analysis revealed that a resistor in the monitoring circuit was exhibiting erratic electrical behavior. This finding does not affect the ability of the internal battery to power the ¿no power¿ alarm. Based on the available information, the most likely root cause of the controller fault alarms can be attributed to a faulty resistor in the internal battery¿s monitoring circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 2.0 controller passed visual and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the coordinator that the patient had a faulty alarm on his primary controller and the coordinator advised the wife to switch to the backup controller. It was stated the controller was exchanged and will be returned to the manufacturer. It was also reported that there were no effect or consequences to the patient. No additional information is available.